Event description:
Instrument failure - when doctor reaming the tap broke.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2020-00072; (B)(4), s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.